Manufacturer narrative:
Date of event: (B)(6) 2021. 01mar2021.

Event description:
It was reported to philips that the device has a check vent pressure auto zero failure alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed advised that the error was in the significant event logs. The rse informed the biomed per the service manual, to verify pin alignment between solenoids and the data acquisition (da) printed circuit board (pcba) and if needed to replace the machine auto-zero solenoid (sol 2 and sol 4) and the da pcba. The rse provided the customer with the replacement part information if needed. The customer replied to an email from the rse stating that the issue was resolved after replacement of the da pcba and solenoid valve 2 and 4. The device remains at the customer site.